Event description:
Pt undergoing coronary angioplasty with stent placement in the left anterior descending artery. Stent introduced in the lesion area. Balloon on stent catheter inflated per recommended parameters. Balloon would not deflate. Blood flow compromised for approx 3 min. Pt code arrested. Pt to or for CABG.